Event description:
Serious injury involving one person. A report was received in 2002 by a ciba vision rep from an od that a pt purchased plano colorblends from a video store and developed a pseudomonas ulcer. The event occurred in 2001, and 6 months later pt had a corneal transplant. Current best visual acuity is 20/80. At the date of filing this report, 8 attempts have been made to contact the practitioner. No additional information had been obtained by ciba vision regarding this incident. Upon receipt of any significant information, a follow-up med will be filed.